Manufacturer narrative:
Isi has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the investigation has been completed and/ or if additional information is received. Isi has performed a review of the site's system logs with a procedure date of (B)(6) 2018 provided by the initial reporter. No stapler instruments were found to have been used during the single da vinci-assisted procedure performed that day. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from a stapler sheath was allegedly found to be missing. The site was unsure if the device fragment actually fell inside the patient and was retained. At this time, the location of the missing device fragment is unknown. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the stapler instrument was removed and it was noticed that a piece of the stapler sheath was missing. The surgeon looked for the missing piece but was unsuccessful. On 12/19/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: it is unknown if a fragment from the stapler sheath actually fell inside patient's body and was retained, or if the fragment from the stapler sheath was already missing prior to being used during the surgical procedure. The surgery was able to be completed robotically. The patient is doing well and no further complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sheath involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument sheath was found torn. Missing pieces as a result of the some of the tears were not returned and measured approximately 0.280 x 0.312" and 0.045" x 0.070". The instrument sheath also had tears with no material missing. The tears with no missing material measured approximately 0.025" x 0.118" and 0.027" x 0.156". The known common cause of this failure is due to mishandling/misuse. Further failure analysis confirmed that the location of damage on the sheath corresponded to the articulating wrist area of the stapler instrument. Evidence suggests that damage to the sheath is likely a result of collisions with an external object (ex. Other instruments). Based on the additional information, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from a stapler sheath was allegedly found to be missing. The site was unsure if the device fragment actually fell inside the patient and was retained. At this time, the location of the missing device fragment is unknown. However, there is no evidence that a malfunction of the stapler sheath occurred. The damage to the stapler sheath can be attributed to mishandling/misuse by the customer.